Event description:
(B)(4) study. It was reported that after a percutaneous coronary intervention (pci) the patient experienced a myocardial infarction and developed in-stent restenosis. The 100% stenosed target lesion was located in the proximal lad (left anterior descending artery) was 10 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 24 mm promus element, with 0% residual stenosis. The subject was discharged with aspirin and another unspecified antiplatelet therapy. In (B)(6)2012, post index procedure, the subject was admitted after anterior myocardial infarction with st elevation. An electrocardiogram (ECG) was performed which suggested non q-wave myocardial infarction (mi). It was noted that the subject experienced ischemic symptoms. A 70% in-stent restenosis in the proximal lad was treated with promus element stent, with 0% residual stenosis. The subject was discharged five days later.

Event description:
It was further reported that another lesion located in the 2nd diagonal was intervened with a guide wire and subsequent normal flow was established and there was low residual thrombus.

Manufacturer narrative:
(B)(6). Device is combination product. Date of birth: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent thrombosis occurred in the native coronary artery, proximal,ramus interventricularis anterior. The investigator assessed this event as highly probably related to the index procedure.

Manufacturer narrative:
(B)(4).